Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a regular follow-up, several episodes of non-sustained rv oversensing due to post-paced t-wave oversensing were observed. The patient was asymptomatic. Programming changes were made and resolved the oversensing. The patient was discharged in good condition and will continue to be monitored via remote transmission.

Event description:
New information received notes that during an in-clinic check, another instance of episodes of non-sustained rv oversensing due to post-paced t-wave oversensing were observed. The patient was asymptomatic. Programming changes were made. The patient was stable before, during, and post programming and interrogation and will continue to be monitored via remote transmission.